Manufacturer narrative:
Concomitant medical products: product ID: 3487a, lot# j0015937v, implanted: (B)(6) 2001. Product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for other non-malignant pain. The patient reported that their previous ins stopped working and had a revision. The patient reported that the ins stopped working and the healthcare provider (hcp) found a lead was broken. The patient reported that the hcp did a revision and replaced the ins at that time. The patient reported that the ins was replaced due to the broken lead. The revision occurred (B)(6) 2009. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient reporting that they couldn't recall any changes or circumstances that led up to the broken lead and implant not working. Patient stated that one day, it simply stopped working. After surgery, they were told that there was a fracture. No further complications were reported.